Manufacturer narrative:
Reporter is a synthes employee. A manufacturing record evaluation was could not be performed as the lot number could not be determined from the image(s). Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition is unconfirmed as the picture did not show any signs of damage that would lead to functionality issues and no video showing any disassembling issues. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was could not be performed as the lot number could not be determined from the image(s). There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that there was a problem with the screwdriver anchor and the rest of the screwdriver parts. The surgery was extremely complicated, and the stylet was bent several times so it had to be assembled and disassembled it repeatedly. The nut that secures the screws was locked at the moment of loosening the screw and the piece that moves the stylet forward began to make noises than it should not have made. The surgery was completed successfully. Without any affectation to the patient. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown depth adjustor (part# unknown, lot# unknown, quantity unknown). This report is for one (1) prime stylet depth adjustor. This is report 2 of 4 for (B)(4).